Event description:
Pt came into ER at 1900 with chest pain and hypoxia dyspnea, pneumonia, suspected pulmonary embolism, admitted for observation in the coronary care unit. Heparin was not started. Ptt was reported at 78.2 for baseline lab draw. Pt expired the next am, 5/20/96.